Manufacturer narrative:
No button error alarm noted on the insulin pump. All buttons function properly; however the device had moisture on keypad traces. Device was received with cracked reservoir tube, battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that she was outside in the heat working on her car and noticed that the buttons on the insulin pump are not responding. Blood glucose value was 98 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.